Manufacturer narrative:
Follow-up #1 date of submission 05/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of unexplained pump reboots. During testing, the battery cap did not secure properly to the pump to maintain an electrical connection due to damaged threads on the cap; the complaint of a power issue was duplicated. A test battery cap was used, and the pump intermittently powered on. The battery compartment was also observed to be cracked in two places with evidence of moisture ingress inside. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and further evidence of moisture ingress was found. Unrelated to the complaint, the display screen appeared dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.